Manufacturer narrative:
Review of instrument images: sample interpreted as negative; cell 1 appears negative, cells 2 and 3 show slight red cell adherence (visually positive). Cell 2 and 3 are positive for the c antigen. Technical communication cc 09-042-02 states that the echo may generate a negative result with capture-r plates, where upon subsequent visual inspection the cell appears weak positive or equivocal. Customers were advised to perform a visual verification of negative reactions before final release of those well results.

Event description:
On (B)(6) 2016 a customer reported an unexpected negative antibody screen when testing a patient sample on the galileo echo instrument. The patient has a history of anti-c.